Event description:
It was reported "during 5 fr double lumen PICC insertion, met resistance with advancing PICC last 8 cm. Multiple efforts and attempts passing PICC catheter to go fully centrally. When 3cg wire withdrawn, last couple of cm tip bent at 90 degree angle and looks fragile. Took this 3cg wire out of procedure and used a new one from a new kit to finish procedure."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3872 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "during 5 fr double lumen PICC insertion, met resistance with advancing PICC last 8 cm. Multiple efforts and attempts passing PICC catheter to go fully centrally. When 3cg wire withdrawn, last couple of cm tip bent at 90 degree angle and looks fragile. Took this 3cg wire out of procedure and used a new one from a new kit to finish procedure. Device item lot #refu3872"